Event description:
The reporter stated that the up and down arrow buttons had a delayed response. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. (B)(4)

Manufacturer narrative:
(B)(4):unrelated to the complaint, the display screen was found to be dim. This issue is not likely to cause an adverse event as the issue is obvious and detectable to the user.